Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis concludes that set screw mark was observed on terminal pin. Observation on drag marks was noted on terminal ring and curls noted at middle to tip section of lead. There was a cut through in poly tubing likely explant and helix was slightly stretched. Laboratory analysis was unable to confirm reported observation as the lead passed continuity test.

Event description:
Boston scientific received information that the patient with right atrial (ra) lead manifested twiddler's syndrome. It was reported that both leads had capture, however, the ra lead had no sensing and the right ventricular (rv) lead had diaphragmatic stimulation when paced which indicates a lead dislodgement. This ra lead was explanted. No additional adverse patient effects were reported.